Event description:
Customer reported she was hospitalized because she could not keep her blood glucose under control. She would treat for her blood glucose and it would come down to 250 mg/dl, but it would rise to 400 mg/dl again. Customer was admitted on (B)(6) 2014 with a blood glucose over 400 mg/dl. Customer was very concerned because she is pregnant. She is treating with manual injections. She will be released tomorrow after she is stabilized. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. There was no leak. The settings and history are correct. The alarm history showed a motor error. Customer was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. She was advised that high blood glucose levels are often caused by infusion set or site issues. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).